Event description:
During replacement surgery of the generator, the surgeon stated that the lead insulation was broken. The surgeon used a tie-down to cover the area of broken insulation on the lead and proceeded with the generator replacement. The lead was not replaced since the lead test was "ok" cdc-dc code 2). Surgeon will monitor lead impedance as follow up visits.